Manufacturer narrative:
This report is submitted on january 24, 2022.

Event description:
Per the surgeon, the patient experienced wound healing issues. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-00432. This report is submitted on july 07, 2022.